Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose readings. The customer's blood glucose value was 39 mg/dl at the time of incident. The customer also reported low reading of 50 mg/dl. The customer treated with food and glucose tablets. The customer's current blood glucose was 162 mg/dl. The customer declined to troubleshoot for high readings. The product was not returned for analysis.